Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required CPR and open heart surgery. The patient¿s medical history is unknown. It was reported that a coronary sinus catheter was placed. The soundstar catheter was inserted into the cardiac cavity and soundmerge was conducted. The fossaview was created with the soundstar catheter and the brockenbrough method was conducted. A ring catheter was placed at the left pulmonary vein (lpv). Expansion isolation of the lpv was conducted. The issue occurred during the ablation phase. The patient had a bradycardia when additional abl at the ridge of the lpv. Her blood pressure dropped as well as a cardiac arrest occurred, which was confirmed as a cardiac tamponade. CPR and cardiac drainage were conducted. The patient then resuscitated. Bleeding stopped but the operation was conducted. The physician commented that the event might have been caused due to contacting at the cardiac muscle strongly when ablating. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. It was unknown how many ablations the patient received before the event. It was unknown if the patient received any anticoagulation in the procedure. The event was life threatening. There is no further information about the hospitalization. The patient was reported to be in stable condition but under ICU at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that it was possibly procedure related. It was unknown if the generator was set to power control mode or temperature control mode. Settings during the event include: power settings were 30w, 30 sec./ temperature cut-off was unknown/irrigation flow setting was unknown/sheath used was a mobicath #(B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required CPR and open heart surgery. The patient¿s medical history is unknown. It was reported that a coronary sinus catheter was placed. The soundstar catheter was inserted into the cardiac cavity and soundmerge was conducted. The fossaview was created with the soundstar catheter and the brockenbrough method was conducted. A ring catheter was placed at the left pulmonary vein (lpv). Expansion isolation of the lpv was conducted. The issue occurred during the ablation phase. The patient had a bradycardia when additional abl at the ridge of the lpv. Her blood pressure dropped as well as a cardiac arrest occurred, which was confirmed as a cardiac tamponade. CPR and cardiac drainage were conducted. The patient then resuscitated. Bleeding stopped but the operation was conducted. The physician commented that the event might have been caused due to contacting at the cardiac muscle strongly when ablating. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. It was unknown how many ablations the patient received before the event. It was unknown if the patient received any anticoagulation in the procedure. The event was life threatening. There is no further information about the hospitalization. The patient was reported to be in stable condition but under ICU at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that it was possibly procedure related. It was unknown if the generator was set to power control mode or temperature control mode. Settings during the event include: power settings were 30w, 30 sec./ temperature cut-off was unknown/irrigation flow setting was unknown/sheath used was a mobicath #d140010. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number reported is 16077461m. Concomitant products: 1.carto 3 system, model #:fg-5400-00j, serial #: (B)(4). 2.soundstar, model #: m-5723-05, lot #: unknown. 3.mobicath (distributed), model #: d-1400-10, lot #: unknown. (B)(4).